Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding preventing user access to medication. Customer reported multiple surgeries were affected. The specific number of events was not disclosed. Customer stated that various gastrointestinal procedures, primarily upper gastrointestinal endoscopies were affected. Customer was unable to provide the length of the delay. Timeframe was not captured. Customer stated that required medication was obtained from a device outside of the procedural suite. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's log file. No application errors were found. The technical support specialist initialized an application repair, disabled netbios, verified network auto negotiation was enabled and verified usb port power saving feature were turned off. Customer monitored. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding preventing user access to medication. Customer reported multiple surgeries were affected. The specific number of events was not disclosed. Customer stated that various gastrointestinal procedures, primarily upper gastrointestinal endoscopies were affected. Customer was unable to provide the length of the delay. Timeframe was not captured. Customer stated that required medication was obtained from a device outside of the procedural suite. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d9, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-dec-2020 to 22-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system froze up in the middle of cases. Ran a med app repair to resolve the issue. The system was functional as intended after the technical support specialist troubleshooted the device.

Event description:
Customer reported that bd pyxis anesthesia es system unexpectedly stopped responding preventing user access to medication. Customer reported multiple surgeries were affected. The specific number of events was not disclosed. Customer stated that various gastrointestinal procedures, primarily upper gastrointestinal endoscopies were affected. Customer was unable to provide the length of the delay. Timeframe was not captured. Customer stated that required medication was obtained from a device outside of the procedural suite. Patient or user harm was not reported.